Event description:
It was initially reported that the patient had high impedance. The patient was not having any increase in seizures and is was unknown if the patient had their generator turned off or if there was any manipulation or trauma. A chest x-ray was taken but was reported to be negative. The patient was referred to a surgeon for surgery. Surgery is likely but has not occurred to date. X-rays were later received by the manufacturer. Based on the x-ray received there was nothing seen that would indicate there was any damage to the lead however the presence of a microfracture in the lead cannot be ruled out. The generator was not visible in the images that were provided so an evaluation of it and the lead in the area cannot be made. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. Good faith attempts have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that the patient had a lead replacement. The patient had their generator turned off and there was no indication of patient manipulation or trauma. The lead was returned to the manufacturer for evaluation. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro¿etching conditions have occurred at the break location. However, due to metal dissolution, mechanical distortion (smoothed surfaces) and or surface contamination the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. There were also fluid found in the inner tubing. Other than the above mentioned observations, typical wear and explant related observations; no other anomalies were identified in the returned lead portion. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
The generator underwent product analysis and there were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.